Event description:
The reporter stated the surgeon inserted a micl 12.6mm implantable collamer lens. Surgeon noticed there was a nick on the lens after lens was inserted into the eye. The lens was removed with no patient injury. Backup lens was implanted. The surgeon stated the lens was received defective.

Manufacturer narrative:
(B) (4): evaluation results: other - visual inspection of the returned product found piece of haptic torn off and missing. Lens was returned in liquid. A lens work order search was performed and no similar complaints were found within the same work order. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B) (4).